Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility area manager reported a dialyzer was leaking during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: h10 plant investigation plant investigation: the complaint event is not confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. During the lot history review it was noted that there were six other complaints reported against the lot. Of the six, five complaints were reported by the same clinic and address external leaks, no samples, and are mentioned above. There was also one complaint (from a different clinic) that addressed an internal blood leak (no sample). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that the threshold was exceeded. Quality event number 1542611 was initiated for further investigation. A review of the production record was performed. The production record review showed there were one unrelated approved temporary dn and an nc (1453794: "bubble point scrap rate exceeded 4.0%" [see product history review section for details]) in the production of this lot. There was no other indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The complaint was not confirmed.

Event description:
A user facility area manager reported a dialyzer was leaking during a patient's hemodialysis (hd) treatment. Upon follow-up, the clinic manager (cm) confirmed an external dialyzer blood leak was observed by the staff immediately after start up of hemodialysis treatment. A fresenius 2008t hemodialysis machine and bloodlines were being utilized for the treatment. The machine did not alarmed with a blood leak alert and blood test strips were not used as the blood leak was observed around the header cap. The patient's blood was reportedly rinsed back and returned. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on the same machine. The estimated blood loss (ebl) was 50 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not indicated to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, h6 device component code.

Event description:
A user facility area manager reported a dialyzer was leaking during a patient's hemodialysis (hd) treatment. Upon follow-up, the clinic manager (cm) confirmed an external dialyzer blood leak was observed by the staff immediately after start up of hemodialysis treatment. A fresenius 2008t hemodialysis machine and bloodlines were being utilized for the treatment. The machine did not alarmed with a blood leak alert and blood test strips were not used as the blood leak was observed around the header cap. The patient's blood was reportedly rinsed back and returned. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on the same machine. The estimated blood loss (ebl) was 50 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not indicated to be available to be returned for manufacturer evaluation.

Event description:
A user facility area manager reported a dialyzer was leaking during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. During the lot history review it was noted that there were six other complaints reported against the lot. Of the six, five complaints were reported by the same clinic and address a blood leak (unknown if internal or external) with no sample and are mentioned above. There was also one complaint (from a different clinic) that addressed an internal blood leak (no sample). An investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed there were one unrelated approved temporary dn and an nc (1453794: "bubble point scrap rate exceeded 4.0%" in the production of this lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.